Manufacturer narrative:
It was reported that the patient was experiencing critical battery alarms and power switching events. The battery was returned for e valuation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The controller, (B)(4), in use during the reported event did not have the smr upgrade. Log file analysis revealed one critical battery alarm involving (B)(4). This is an indicative of communication errors. Data log files covering the reported event date were not available for analysis. The most likely root cause of the reported critical battery alarms can be attributed to communication errors. Applicable risk documentation and experience with power switching were considered; power switching events are most often attributed to communication errors between the controller and batteries. Heartware is investigating communication errors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient notified clinic of a "critical battery" alarm that occurred every 15 minutes after fully charging the battery. The patient attempted to use the battery a second time and it switched sides after 15 minutes of use. The battery capacity was greater than 25% at the time of the reported event. The battery was exchanged with no reported consequence or impact to the patient. No further information has been provided.